Event description:
A report was received that the leads were producing high impedances which was confirmed by the database analysis. An x-ray was taken and the result showed a possible lead kink. The patient underwent a lead revision, during which, the lead, lead splitter and clik anchor were explanted.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-3400-30, serial/lot #: (B)(4), description: infinion splitter 2x8 kit (30 cm). Model #: sc-4316, serial/lot #: (B)(4), description: next generation anchor kit-sterile sc-2316-50 (sn: (B)(4)). Device evaluation indicated that x-ray inspection of the lead found 2 cables that are fractured along the proximal array. No electrical tests can be performed because of the damaged lead. Based on the returned condition of the lead, the complaint of high impedances on contacts could not be fully investigated. Sc-3400-30 (sn: (B)(4)) device evaluation indicated that the lead splitter passed visual, electrical, mechanical and photographic imaging tests performed. The complaint was not verified. A test infinion lead was inserted into the splitter connector without any anomalies. Device exhibits normal device characteristics. Sc-4316 (lot: 15510924) a review of the manufacturing documentation for the clik anchor revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.